Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an emergent pericardiocentesis procedure on a patient suffering from a pericardial effusion the patient arrested. Acls protocols were activated, and chest compressions were performed while the access needle was still in place. Due to vigorous chest compressions received, the needle detached at the hub and remained just below the patient's sternum. A new access needle was used to complete the pericardiocentesis. The foreign body [needle] was successfully removed via surgical intervention post-pc procedure. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the user. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.